Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 23-apr-2019 with the following findings: a review of the pump¿s black box and alarm history showed a cs 078 call service alarm. During testing, the pump was powered on with a cs 078 alarm, duplicating the reported issue. A visual inspection revealed multiple cracks in the battery compartment. A leak test showed that the pump leaked at the battery compartment and pump case cracks. The pump case was removed and evidence of moisture corrosion was observed in the battery compartment and on the ir board inside the pump. Further testing was not able to be performed due the internal moisture damage; the motor was not working due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.